Event description:
A malfunction was reported on a pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. The malfunction code displayed was resettable, and the customer had not reported this issue in the past 24 hours. Technical support assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer understood and acknowledged.